Event description:
Customer reported that the line disconnected at the blue hub area during priming. Product was not on pt at the time of reported malfunction. The IV administration set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4).